Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 280 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarm during basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and broken belt clip slot.